Event description:
The treating doctor reported that the patient had symptoms of ulcers on tongue, cheek, and lips, thickened gums, and white spots on mucosa and tongue. It was reported that bacteria developed under aligner and there was an infection in the patient's jaw and nerve, extending to the patient's right ear. The patient required visiting the emergency doctor at the hospital (where the doctor performed a root canal treatment), a dental hygienist, and later an orthodontist. The patient was prescribed with antibiotics from the root canal treatment, and the patient discontinued the use of the aligners on (B)(6) 2024.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "tooth decay, periodontal disease, and permanent markings from stains and decalcification may occur if patients do not brush and floss their teeth properly during treatment or if they consume foods or beverages containing sugar while wearing aligners". No conclusive evidence has been provided that supports or opposes the fact that the invisalign aligners caused or contributed to the reported symptoms. This event is being filed as an MDR as the patient required medical intervention to prevent permanent damage, and the invisalign system aligners were being used.